Event description:
It was reported that the customer was trying to change out his/her site but the insulin pump took him/her back to the preparing to prime mode. The customer's blood glucose level was 185 mg/dl. He/she experienced high blood glucose levels. Insulin was squirting out during the manual prime process. He/she was unable to exit the preparing to prime loop. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.